Manufacturer narrative:
This serves as a correction report. Brand name was incorrectly identified as freestyle freedom lite. The correct brand name for the reported meter serial number is (B)(4). Brand name has been updated to reflect the correction. In addition PMA/510k# has been updated to (B)(4).

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed. -

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This report is being filed as a correction.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. This report is being filed as a correction. The reported ¿report date¿ was incorrect on the initial submission. The correct report date is november 18, 2016.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.